Manufacturer narrative:
The affected device was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material and the clinical information (cathlab report, device deficiency log, adverse event, target lesion details) were reviewed. The angiographic material shows the successful implantation of the affected pk papyrus 3.5/15 in the proximal lcx. However, the perforation is not sealed. Several balloon dilations later, a pk papyrus 3.5/26 is successfully implanted in the mid-distal lcx which again does not seal the perforation. Eventually, another pk papyrus 3.5/26 is implanted, followed by several balloon dilations which finally seal the perforation. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
In a complex case, orsiro mission des were implanted into the lcx, but a perforation was detected after implantation of the proximally orsiro mission 3.5/9 stent (reported separately). Balloon tamponade was performed and a papyrus covered stent 3.5/15 (complaint device) implanted, but an endoleak was present. Immediate pericardiocentesis and autotransfusion was performed. A papyrus 3.5/26 (reported separately) was implanted up to the ostium of the lcx, still with endoleak. Despite long balloon tamponade, the perforation was still leaking. A 3rd pk papyrus was implanted, and several post-dilatations were performed. The perforation was finally sealed.

Event description:
In a complex case, orsiro mission des were implanted into the lcx, but a perforation was detected after implantation of the proximally orsiro mission 3.5/9 stent (reported separately). Balloon tamponade was performed and a papyrus covered stent 3.5/15 (complaint device) implanted, but an endoleak was present. Immediate pericardiocentesis and autotransfusion was performed. A papyrus 3.5/26 (reported separately) was implanted up to the ostium of the lcx, still with endoleak. Despite long balloon tamponade, the perforation was still leaking. A 3rd pk papyrus was implanted, and several post-dilatations were performed. The perforation was finally sealed.